Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly; the embolization coil was damaged and intact with the pusher assembly. The outer diameter (od) of the undamaged section of the smart coil was measured and found to be within specification. There was no visible damage to the smart coil introducer sheath. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil was damaged. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance, damage such as this may occur. If the embolization coil becomes damaged, it is likely that resistance will be encountered upon attempting to advance the smart coil. Further evaluation indicated that there were no abnormalities or damage to the introducer sheath, and the introducer sheath could be successfully positioned in the hub of the microcatheter as designed. The od of the undamaged section of the smart coil was measured and found to be within specification. There was no visible damage to the non-penumbra microcatheter. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached an initial smart coil into the aneurysm using another manufacturer's microcatheter without any issues. While attempting to advance a second smaller sized smart coil through the hub of the microcatheter, the physician encountered resistance and stated that it felt "gritty". Upon visual inspection, the physician and hospital staff felt that the smart coil's introducer sheath did not match up exactly with the microcatheter hub and left a very small gap. The smart coil was getting stuck in the hub of the microcatheter and was unable to advance through. The physician removed the smart coil and completed the procedure using another manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.